Event description:
It was reported that the patient was experiencing chest pain. It was found that the right ventricular (rv) lead had perforated the septum. The rv lead will be extracted, currently it remains in place. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was experiencing chest pain. It was found that the right ventricular (rv) lead had perforated the septum. Information was later received from the patient, that an attempt was made to remove the lead, however it was unsuccessful. The patient noted that they have unusual vascular anatomy and the attempted removal resulted in a ruptured artery, which was successfully repaired. This device remains in service. No additional adverse patient effects were reported. The patient later reported that their lead had dislodged and that the dislodgment had been identified through through impedance values as well as an transesophageal echocardiograph. No further information was available.

Manufacturer narrative:
This report contains additional information in field b5, as well h6: device codes and h6: impact codes.

Event description:
It was reported that the patient was experiencing chest pain. It was found that the right ventricular (rv) lead had perforated the septum. Information was later received from the patient, that an attempt was made to remove the lead, however it was unsuccessful. The patient noted that they have unusual vascular anatomy and the attempted removal resulted in a ruptured artery, which was successfully repaired. This device remains in service. No additional adverse patient effects were reported. The patient later reported that their lead had dislodged and that the dislodgment had been identified through impedance values as well as a transesophageal echocardiograph. No further information was available. This patient later reported that this lead had been successfully replaced. The patient further noted that they had experienced infections and that they had lost approximately 25% of their heart function as a result of the damage caused by the perforation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in two segments severed approximately 5.5cm from the distal end. The distal end was found notably deformed. Testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal, this damage indicative is of helix extension/retraction difficulty. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break, this is likely a result of attempts to explant the lead. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement, perforation, or infection.

Event description:
It was reported that the patient was experiencing chest pain. It was found that the right ventricular (rv) lead had perforated the septum. Information was later received from the patient, that an attempt was made to remove the lead, however it was unsuccessful. The patient noted that they have unusual vascular anatomy and the attempted removal resulted in a ruptured artery, which was successfully repaired. This device remains in service. No additional adverse patient effects were reported. The patient later reported that their lead had dislodged and that the dislodgment had been identified through impedance values as well as a transesophageal echocardiograph. No further information was available. This patient later reported that this lead had been successfully replaced. The patient further noted that they had experienced infections and that they had lost approximately 25% of their heart function as a result of the damage caused by the perforation.

Manufacturer narrative:
This report contains additional information provided by the patient regarding attempted lead explant with corresponding updated coding.

Event description:
It was reported that the patient was experiencing chest pain. It was found that the right ventricular (rv) lead had perforated the septum. Information was later received from the patient, that an attempt was made to remove the lead, however it was unsuccessful. The patient noted that they have unusual vascular anatomy and the attempted removal resulted in a ruptured artery, which was successfully repaired. This device remains in service. No additional adverse patient effects were reported.